Event description:
It was reported that the screen was flickering. The issue affected the customer's ability to interact with and read the pump's screen, but there was no adverse impact on the customer's blood glucose level, which stayed within a normal range. Technical support arranged for a replacement pump to be provided to the customer. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.